Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested. The surgeon is a long time user of the device. The event occurred on the second firing. The device made an audible noise. Per the surgeon, after that it did not have any more tension or force to fire.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon was ligating the cystic artery; the clip fired and then the jaws would not release. They cut the artery and removed the clip applier from the port and they were able to complete the procedure without incident. There was minimal bleeding during the removal but no blood products were required. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Anti-backup. The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and two unformed clips were fed. The unformed clips were determined to be caused by an intermittent failure of the anti-backup feature. The intermittent failure of the anti-backup feature is unrelated to the reported opening issues. The remaining clips were conforming according to manufacturing specifications. Possible causes for anti-backup feature may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. In addition, the device locked out as intended but the orange indicator was not visible. The findings are not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.